Event description:
It was reported the patient was experiencing spasms and increased blood pressure. The patient was admitted to the hospital and had an open (B)(6) study. The ¿intraop¿ catheter was found to be twisted at the proximal pump segment pocket site; however it was patent. It was noted the pocket was filled with a thick mucus type fluid and cultures were taken of the pocket site. It was further reported no cultures grew and the culture was negative; however preoperative antibiotics were given. A (B)(6) study was also performed and was successful. The catheter was untwisted and the pocket was closed. The patient was stable and out of the hospital as of (B)(6) 2014. The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).